Event description:
Pt had surgery for brain aneurysm-pt detriorated in recovery room and was intubated and sent for brain scan where add'l bleeding in brain was noted. Pt had emergency re-operation. According to surgeon, the aneurysm clip had slipped, which caused the add'l bleed. Add'l clip applied.